Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: the provided medical records were provided to clinician, after reviewing, who stated that - "the patient underwent revision of her primary left tka because of pain that was felt to be due to soft tissue irritation. Preoperatively there was suspicion of subtle instability as the root cause of this irritation. This instability was addressed at time of revision surgery by exchanging the tibial bearing insert to an insert of greater thickness. Increasing the thickness of the bearing insert further tensions the capsular ligamentous structures about the knee increasing stability. No follow-up information was available for review." -device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that patient had a left tka revision due to pain. On the basis of provided medical review by consulting a clinician the investigation concludes that the pain that was felt was may be due to soft tissue irritation. Preoperatively there was suspicion of subtle instability as the root cause of this irritation. This instability was addressed at time of revision surgery by exchanging the tibial bearing insert to an insert of greater thickness. Increasing the thickness of the bearing insert further tensions the capsular ligamentous structures about the knee increasing stability. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a left tka revision due to pain.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# aah8a. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# ndhvd. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# 76dw. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbw014. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported a left tka revision due to pain.